Event description:
According to the complainant, during procedure prepping, the prolieve system's foley anchoring balloon appeared to have a leak. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. A review of the device history record for the prolieve thermodilatation catheter lot # 615321 was performed, no anomalies were noted. Device discarded.